Manufacturer narrative:
An evaluation and visual examination of the returned damaged suture hook confirmed the reported breakage and found the tip was broken at the weld and was returned. Further examination found the shaft was severely bent. The damage to the suture hook is indicative of excessive lateral force being applied during use and is most likely user-related. This is a limited reuse device, and the number of usages was not provided. A review of the device history records showed this lot was manufactured on august 2, 2013 in a lot of 5 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. A 2-year review of the complaint history for this device family showed there was one other report of tip breakage. The suture hook breakage is addressed in the IFU and risk analysis shows the risk level as acceptable. To reduce the risk of tip breakage and injury to the patient, the instruction for use (IFU) provided the following warnings and precautions: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.

Event description:
The customer reported that during use of this spectrum ii suture hook, 60 degree left in a shoulder labral tear repair procedure on (B)(6) 2013, the tip of the hook broke off when piercing through the labrum for passing pds suture. As the broken tip could not be found arthroscopically, c-arm scan was used to locate the broken tip. The tip was successfully removed by creating a small incision next to one of the shoulder cannulas. Once the tip was removed, the procedure went on and was completed as intended with the use of back-up suture hooks. Other than a 45 minutes delay and minor surgical intervention, there was no serious injury to the patient. The male patient was discharged as per routine procedure.